Manufacturer narrative:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy effluent (no abdominal pain or vomiting). The following day the patient was hospitalized. The cause of the event remains unknown. That same day, the patient was treated with intraperitoneal fortum (1 g daily) and intraperitoneal vancomycin (1 g every four days) for fungal peritonitis. Two days after the event onset, the patient was not recovering so capd therapy was discontinued, the catheter was removed, and the patient was switched to hemodialysis therapy three times weekly. That same day, antibiotic therapies were also discontinued. At the time of this report, the patient remained hospitalized and was recovering slowly from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection of fortum (1 gram, route, frequency and duration not reported) and injection of vancomycin (1 gram, every day once in four days, duration not reported). At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.